Manufacturer narrative:
Other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated.device evaluation: one sample was received in used condition. The sample was received without the white cap and with the red cap assembled. During the functional testing, the sample was fully priming and connected without difficulty. The pump was set running and no alarms were activated. The failure mode could not be replicated by functional testing and the complaint could not be confirmed. No root cause was detected as the complaint was not confirmed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other text: b3: month and year of event have been provided, day is unknown. A product sample was received and is awaiting evaluation, investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device activated a "no disposable, clamp tubing" alarm. This cassette appeared to be the cause because the alarm did not activated with another cassette. There has been no report of patient injury.